Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump screen was scratched and hard to view now. There are several scratches and discoloration on the outside of the pump as well. Customer had to change the battery roughly once a month. When they put a new battery in it takes me through an entire re-setup of the pump, where have to put in the date or time and it also rewinds or resets the reservoir. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.